Event description:
A report was received that the patient could not raise her left arm all the way up since being implanted with the scs system. The physician believed that the event was not device related but was unsure what caused it.

Event description:
A report was received that the patient could not raise her left arm all the way up since being implanted with the scs system. The physician believed that the event was not device related but was unsure what caused it.

Manufacturer narrative:
Additional information was received that the patient's issue about her arms has been resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.